Event description:
The customer reported myopia may have been caused by the system. Additional info received from the surgeon stated he was having some cases of hyperopia. The surgeon adjusted the settings and the results improved. The surgeon had one case of myopia and he believes the biometry results were wrong due to a system malfunction. The surgeon requested that the nurse and technician receive biometry training from the company representative. The training has been completed.

Manufacturer narrative:
The company service representative examined the system and confirmed reading errors with the biometry probe. The cpu was replaced and will be sent for in-house testing. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).